Event description:
A home patient (hp) contacted baxter's (B)(4) regarding a system error (se) 2240 alarm which occurred on the home choice (hc) during dwell 3. The hp stated he was connected at the time of the alarm and had not disconnected prior to the alarm. The hp stated all bags were properly spiked and connected and there were no patient extension lines in use. The hp confirmed there were no open clamps on unused supply lines and there was nothing unusual noted about the supplies. The technical service representative (tsr) advised se 2240 indicates a large amount of air has entered setup and assisted the hp to end therapy. The hp confirmed to complete therapy with manual supplies. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Event description:
As the physician was mapping the lv using an anatomical mapping system, the ez steer' thermocool nav bi-directional catheter was stuck in the patient's heart post ablation in the left ventricular endocardial site. The physician believed that the catheter was stuck near the aortic valve. Upon confirming with an angiogram, it seemed that the catheter tip was almost detached from the shaft and the physician was unable to remove the catheter upon multiple attempts. The patient was then transferred to the or and the chordae tendineae was cut off to facilitate the removal of the catheter as it was entangled with the catheter tip.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). Based on the information obtained during baxter's investigation, the root cause was not determined. A batch review was not performed because the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).